Manufacturer narrative:
This product is registered as a combination product. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a scheduled lead revision procedure. During the pre-procedure test, it was noted that the atrial lead exhibited loss of sensing and loss of capture. Fluoroscope showed that the atrial lead had dislodged. The lead was then removed and a new lead was placed. While placing one of the new leads, the physician had difficulty inserting the wire into the lead. Another lead was then used to complete the procedure without further complications. The patient's condition remained stable. Related manufacturer reference number: 2017865-2020-22663.

Manufacturer narrative:
The reported events of dislodgement, no sensing, and no capture were not confirmed. The damage found was consistent with surgical damage. Analysis was normal. No anomalies were found.